Event description:
Pt on an infusion of nor adrenaline 8mgs/40ml infusing at 30mls/hour, syringe changed at 01.45 and at 03.00 braun perfuser pump alarmed high pressure. Central access did not appear to be blocked - other infusions running though it. Another infusion of nor adrenaline was made up and started through another braun perfuser pump with no high pressure noted. Pt's blood pressure did drop at this time, medical staff in attendance and adrenaline infusion increased at this time to compensate for short period of time when nor adrenaline not infusing.

Manufacturer narrative:
A sample has not been received and a root cause has not been determined. If a sample arrives for investigation a supplemental will be completed and potential root cause will be determined. This is 3 of 5 related incidents following report numbers: 2243072-2013-00003, 2243072-2013-00004, 2243072-2013-00006, 2243072-2013-00007.